Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was not impacted. The customer thought that something was wrong with the pump. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.